Event description:
No reported patient/user injury and no medical intervention report reads-syringe driver checked at 21.30 hrs when it had 26mm of fluid in the syriinge. When the syringe driver checked again at 01.10 hrs it had 0mm in the syringe. The syringe driver was running at 2mm per hour. Therefore, the syringe driver had delivered 26mm of medication to the patient within 3 hrs 40 mins. The subcutaneous site and battery charge were checked at both 21.30 hrs and 01.10 hrs and found to be satisfactory.' No further information available.

Manufacturer narrative:
The main printed circuit board (pcb) has visible signs of fluid ingress or contamination under the switch pin insulator. While the driver appears to be functioning correctly at the time of testing the conclusion is that the fluid, in a wet state produced a transient fault condition. This could have resulted in the driver behaving in the manner described in the report. The behavior of this syringe driver is a direct result of fluid contamination of the pcb. This type of contamination corrodes copper tracks, components or switches, or form low resistance paths which can lead to malfunctioning of the syringe driver. This unit is not waterproof and should not be subjected to areas of high condensation or moisture or situations where there is a risk of submersion or splash of the syringe driver. The instructions for use warn against such type of damage. Instructions for use warnings and cautions state: if the syringe driver does not perform as expected, if is is dropped, gets wet or is damaged in any way, then remove it from use immediately. Mark it clearly as quarantined and preferably take it out of the working area altogether, so it cannot be accidentally used again, until it has been checked. Before it is used again, it must be carefully inspected for damage inside and its performance checked to the specification. The work must be done by a properly trained technician familiar with how these devices work. Warning: risk of change in device performance. If the syringe driver gets wet, do not just dry the outside and then continue to use it. Liquid may have got inside and damaged it. Follow the advice given above.